Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm shunt. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 4atm. The device was simply pulled out from the patient's body and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.